Event description:
It was initially reported by a company representative that a vns pt underwent full revision surgery due to unk reason. Further info from a company representative indicated that the pt was referred to the neurosurgeon due to lead impedance being high (dc dc 7). According to the company representative, the nurse had an x-ray of the pt which did not indicate a lead discontinuity. Op notes were reviewed by the treating nurse and there was no mention that the lead was fractured on removal but based on the impedance readings, the lead was replaced. The pt was first implanted in 2001 and no additional info was known about the products for the pt.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.